Event description:
The clinician states that she obtained a resuscitator intended for use on a pt that was having a seizure. The user alleges that a mask was not present with the resuscitator; another mask was obtained and there was no pt compromise.